Manufacturer narrative:
Arjo service team leader visited the customer facility to inspect the device. The rail was working as required, but the end stop was not installed (it was hanging by the wire). It was observed that the ¿return to charge¿ button on the maxi sky 600 ceiling lift was operating in the opposite direction. Furthermore, when the end stopper was re-installed and tightened, it was working as intended. Analysis of the service records shown that the same day, prior to incident, the ceiling lift was repaired by arjo field service engineer. The procedure how to correctly attach installation components is described step by step in the track installation guide (001-11161-en). The following warning is included: "never forget to securely install the end stoppers". In addition, instructions for use (001-14150.33) dedicated to maxi sky 600 include information regarding inspection of the system: ¿always reinstall the rail end stopper (if it has been removed) after servicing.¿ ¿before every use: check presence of track end stoppers.¿ to sum up, lack of end stopper at the end of the rail caused that the maxi sky 600 ceiling lift fell out of the installation. The device was not being used for resident transfer at that moment. The ceiling lift fell out of the rail and from that perspective, the system was not up to manufacturer¿s specification. No serious injury was sustained. The complaint was decided to be reportable due to the ceiling lift detachment.

Event description:
Arjo was informed about ceiling lifting system malfunction. The caregivers used maxi sky 600 ceiling lift attached to kwiktrak ceiling installation system to transfer the resident from the chair to the bed. After that, the caregiver selected "return to charge" button on the handset. The ceiling lift moved along the rail, in the opposite direction than the charging station. When it reached end of the rail, it fell out, hitting the cabinet top and the caregiver at the same time. The caregiver was sent to hospital and released with no major injuries although they sustained some bruising and swelling to the impact area around the buttocks.